Event description:
There was a lead revision done on (B)(6) 2012 due to a micro dislodgment. The physician was originally going to replace the lead but due to patient anatomy he ended up repositioning the chronic lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.